Event description:
It was reported to philips the device showed a battery low. There was no patient involvement.

Manufacturer narrative:
Reporting institution name (B)(6) center.

Manufacturer narrative:
The hospital biomed found device with "low" battery message. The device needs a battery. Upon conclusion of the evaluation, it was determined that the battery requires replacement. It was replaced. The device passed testing. No further action at this time.